Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a left hand assisted laparoscopic nephrectomy procedure, the surgeon had fired the device three times, when attempting to open the device to change out the reload, the nurse was not able to do so. The device's jaws would not open. She tried using the reverse button, pulling out the battery and flipping it over and also asked the surgeon to try and open it, they could not. The patient was not harmed during the failing of opening the device. The circulator was able to open a new powered echelon 45 and they followed by using four reloads without any issues and they finished the case without any further issues. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) batch # (B)(4). The analysis found that one pce45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.